Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The user is stating the device analyzed a shockable rhythm, began arming in order to deliver a shock, then disarmed and began to reanalyze the rhythm twice during a patient use event. There was no negative patient impact.